Manufacturer narrative:
Evaluation summary: no lot specific investigation can be done because no lot number is available. All batches were released according to the required specifications. The root cause is unknown. (B)(4).

Event description:
A surgeon reported that after intraocular lens (iol) injection into the patient's eye a white substance was observed in the anterior chamber. The iol was left implanted. Postoperatively the patient experienced an anterior chamber inflammation with fibrin deposits on the implant. A decrease in vision was noted at postoperative day 10. Until that day vision was reported to have been "perfect". The patient received intensive steroids treatment for 24 hours and was reported to be improving with vision starting to pick up. The reporter was not able to tell the origin of the substance; however, initially suspected it might have come from the cartridge or might be due to the sterilization process at the facility. Additional information was provided by the reporter. The patient was better and no other cases had arisen. A sample of the white substance was tested at the facility's' pathology department. Pathology results were reported to be inconclusive. The facility conducted an internal investigation and concluded that the material was dry / coagulated viscoelastic from prolonged air exposure. The facility changed the process scrub nurses follow to prepare the cartridge to prevent this event from reoccurring. Viscoelastic and iols had been quarantined and are now being used again. This is one of nine reports being filed for this facility.